Event description:
It was reported that during a supply change the infusion set needle dislodged from the applicator prior to insertion, resulting in an incorrectly deployed infusion set and necessitating replacement with new supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included complaint intake and coding review. Investigation of this case revealed an infusion set deployment issue consistent with an applicator/infusion set assembly problem prior to insertion. It was concluded, based on previously established findings for similar reports, that the cause was user assembly or handling error prior to insertion.